Event description:
(B)(6) from our dealer in (B)(6) reported that ¿growing rod breakage-revision surgery and fusion with normal rod (4 rods technique). The breakage happened 18 months after primary operation and the patient underwent for early second surgery. The surgeon had to re-operate the patient, the second operation was kind of heavy operation and long anesthesia. In the revision surgery, the surgeon has increased number of implants in order to reinforce the construct. Also he had to change from non-fusion to fusion.¿

Manufacturer narrative:
Add¿l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.